Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was prophylactically replaced following the fsn on platinium devices sent in (B)(6) 2018 ((B)(4)). The patient is dependent and has many treated ventricular tachycardias.

Event description:
The subject device was prophylactically replaced following the fsn on platinium devices sent in (B)(6) 2018 (B)(4). The patient is dependent and has many treated ventricular tachycardias.

Manufacturer narrative:
Please refer to the attached analysis report.